Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 35 mg/dl, 45 mg/dl and 227 mg/dl. Customer was treated with orange juice. Customer felt tired and they had a stroke and passed out again. Customer was went to hospital. Customer was declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call of experiencing low blood glucose. Customer experienced low blood glucose of 35 mg/dl on sunday (B)(6) 2020 after being released from the hospital where he was hospitalized for three days prior to the event on sunday (B)(6). Customer states that the doctors thought he had a stroke. The customer reported of taking a nap, woke up, felt tired and passed out. The customer was woken up by the paramedics. The customer was not taken to the hospital but was treated by the paramedics intravenously. The customer declined troubleshooting for low blood glucose. The insulin pump is not expected to return for failure analysis.